Manufacturer narrative:
The customer sent in two photos that were unable to verify the complaint. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set was occluded. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that during this time, the pump repeatedly had an occlusion alarm on the patient side.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.